Event description:
It was reported that a patient that had been lost to follow up presented to the clinic. Upon interrogation, the pulse generator exhibited backup vvi operation and could not be interrogated. On (B)(6) 2013 the device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.